Manufacturer narrative:
Investigation: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Three photos were provided. They show a pair of needle assemblies. One is larger than the other one, both have the same plastic hub color. Probable root cause: need in process (nip) assembly line, operators got confused by having the same plastic hub color and mixed the two different products (two different needle length)

Event description:
It was reported that different length needles were mixed in with the bd safetyglide¿ shielding sterile subq hypodermic needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that different length needles were mixed in with the bd safetyglide¿ shielding sterile subq hypodermic needles. There was no report of exposure, injury, or medical intervention.